Manufacturer narrative:
Product event summary # reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The restore sensor remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the restore sensor. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain because the patient stated that they are not getting as much relief from their nerve pain as they have before. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the restore sensor is inconclusive because the reason for the patient's change in pain relief is unknown. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that four or five months ago, they were not getting as much pain relief from their nerve pain. The patient attempted to make settings adjustments with the patient programmer but if they turned it up ¿it was too much.¿ the patient noted that if they sit, it ¿did good¿ but when they were up and moving around, such as with cleaning, it did not help. It was noted that the manufacturing representative ¿fixed it for the patient back then¿ but they were not getting as much relief from the device as before. The patient¿s healthcare professional (hcp) told them that they would need some ¿shots¿ to help with the pain relief. The patient did not want any more surgeries because of ¿heart issues.¿ it was later reported that the patient ¿just needed fixed, so I get better coverage and change moving to another place body should help.¿ it was reported that the patient received assistance from the doctor or manufacturer¿s representative with an appointment date in (B)(6) 2013. It was noted that the patient still has concerns with the device or therapy but is working with the doctor or manufacturer¿s representative. It was noted that the patient thought that ¿after surgery appointment (B)(6) 2013 things should be better after battery gets fixed.¿ if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Later, the patient received assistance from the doctor or manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that if she turned her device off she would be rolling around in bed. Even with it on, if she cleaned the house she was rolling around in bed. It was noted she was on medications and she just had it adjusted. When asked when it stopped helping enough the patient said ¿it¿s been kind of right along.¿ if she didn¿t move around or clean the house it helped enough but if she moved around it wasn¿t helping enough. The patient then stated the problem she has wasn¿t that the stimulator wasn¿t working right but she had two more bulging discs and two more pinched nerves and couldn¿t have surgery because her heart wouldn¿t allow it because of her congestive heart failure (chf). It was noted the patient had a heart attack in 2005. When her last stimulator was put in her heart doctor said she couldn¿t have any type of surgery that lasted more than a half an hour to an hour due to the anesthesia with her chf. The patient also stated that the chf was not prior to her first implant and she thought she started getting it in 2005. The bulging discs and pinched nerve were noted the last time she had an MRI which was five to six months ago. She needed to have back surgery again but she was using the ins in place of having back surgery. Since she had it recently adjusted it seemed better but even with the ins she still had to take pain medications. When she started running around a lot it almost seemed liked things didn¿t work because she would run around she would get in so much pain she had to get a shot. The pain she had was related to her overall back problems which were the reason she had the stimulator. She thought the stimulator was going to fix everything but that didn¿t happen that way for her. Although, if she had it taken out she would not be able to get out of bed. It did help some but she wished it would help to where she could get to work but it was better than rolling around the bed, but when she was active it was not good. It was further reported she had turned it up recently to where it is now from where it was but she had nerve pain. She was given another muscle relaxer, and that along with the shot and the stimulator going worked.